Event description:
It was observed that during on-site inspection of the device, the endoscope reprocessor filter was faulty. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.